Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). Visual inspection: received: catheter connector [qty 1], filter [qty 1], third party pump [qty 1], all three components were connected to each other. The connector lid was closed. Catheter connector visual inspection: no abnormalities found that could lead to catheter detachment. Functional test: catheter tensile strength test: test conducted using an unused catheter and received connector sample. Company specifications: above 11n. Test results: 12.5n. The received sample is within company specifications. Others: connection check: an unused catheter was able to be inserted into the received connector sample without resistance and up to the marking point. The connector lid was able to close securely. Device history record: batch no. Not provided. The product design is being updated to increase the force required to open the catheter connector under change control: hc-chc-m-div-1306. Note: this report is being filed for an item number that is not sold in the united states; however, similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): catheter detached. The catheter came off from the connector.